Event description:
It was reported that "vad controller alarming replace backup battery". Vad parameters wnl and pt doesn't report any symptoms. Pt stated "he was in the shower and accidentally hit the self-test button on the controller and the vad started alarming". Patient reports that he changed from primary to backup controller, but changed back to primary controller because the backup controller was saying connect driveline and pt reports that backup battery was not completely charged. Data download obtained and vad interrogated. Replace backup battery alarms noted today. Began when pt showering and accidentally hit self-test on the pc controller triggering the alarm. Several pump off and low flow alarms noted as pt reports attempting to change to backup controller. Vad parameters as noted. No symptoms. Thoratec hotline called. Pt controller changed. Changed from (B)(4) primary controller to new primary controller (B)(4) . Backup pc controller still remains as (B)(4). Pt tolerated controller change well. Pump on and auscultated with self-test passed. Vad parameters flow 4.1, rpm 9600, pi 5.3, and power 5.3 vital signs stable. Pt to be discharged home.